Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose protruded drive support disk. Unable to confirm motor error due to a33 alarms. The insulin pump passed displacement test. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners and belt clip slot and minor scratches on reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).